Event description:
I was placing the distal interlocking screw for a intramedullary humeral nail, and the tip of the nail broke through the screw hole. This is concerning that the structural integrity of the nail is compromised in this area. It is the only anterior-to posterior screw for the nail, and provide appropriate interlocking, I had to go from lateral to medial with a different interlocking hole. This required another incision that puts the radial nerve at risk. Fluoro; no testing. Just imaging.